Manufacturer narrative:
Device 3 of 8

Event description:
Unomedical reference number (B)(4). Event occurred in spain. On (B)(6) 2024, it was reported that about seven or eight cannulas had to be replaced due to infusion blocked alerts when inserting in abdomen. No further information available.